Event description:
The patient underwent an unspecified interventional procedure using the vascade mvp device. Post procedure the doctor reported finding the collagen in the patient's blood tube. The doctor also noted the patient failed vasodilation and confirmed a deep vein thrombosis (dvt). The patient was placed under observation. No further information was provided.

Manufacturer narrative:
Since the vascade mvp was discarded and the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined.